Event description:
It was reported that the customer had a high blood glucose of 400 mg/dl and was receiving recurring no delivery alarms on the insulin pump. The customer had reportedly tried all remedies suggested, but wanted to try a different infusion set. Customer stated when she would remove the infusion set from her body, it would be bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.